Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found a crack on the ampule plastic cap, confirming the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search through depuy synthes' quality system has identified a CAPA has been raised to address the current complaint condition.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was returned to blackpool manufacturing site for evaluation. The photo investigation and visual examination found a crack on the ampule plastic cap, confirming the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search through depuy synthes' quality system has identified a CAPA has been raised to address the current complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 3070040, lot 9524035, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery of elbow. In the surgery, the surgeon noticed that there was a crack on the transparent cap of the monomer, but on the white lid which protects the cap of the ampoule. The surgeon noticed the crack when the ampoule was transferred from unclean to clean field. Other product was used in the surgery, and the surgery completed successfully with no surgical delay. No further information is available.